Event description:
The single use new laparoscopic scissor tip caused a burn to pt's sigmoid colon. After the burn occurred the tip was examined by surgeon and scrub tech. It was noted that the insulation was missing near the tip.